Manufacturer narrative:
Our field service engineer (fse) investigated the compressor mini on site. The reported failure was reproduced and the compressor motor was found faulty. The compressor motor was replaced. The compressor mini passed all functional and safety tests, and was returned back for clinical use. The compressor motor was left at the customer site and not returned for further evaluation/investigation. The cause for the failure in the compressor motor has not been determined since the goods were not returned for further evaluation/analysis.

Event description:
(B)(4).

Event description:
It was reported that during the pre-use checks tests, the compressor generated a low pressure alarm. There was no patient involvement reported. (B)(4).